Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: power supply, sl power, rohs, fan assembly, mcs. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "needs a power supply /burning smell from power supply /swapping fixed the issue needs fan assembly /since cables are broken". There was no donor involvement.